Manufacturer narrative:
The investigation determined that two non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples processed on a vitros 5600 integrated system. A vitros tropi es reagent cannot be ruled out as potential contributing factor. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. There is no evidence to suggest that an instrument issue contributed to the event. The assignable cause of this event is unknown.

Event description:
The customer reported obtaining two non-reproducible, higher than expected, vitros tropi es results from two patient samples processed on a vitros 5600 integrated system: patient 1 vitros tropi es result of 1.38 ng/ml versus expected 0.015 ng/ml. Patient 2 vitros tropi es result of 0.410 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported from the laboratory and there was no allegation of patient harm as a result of the event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).